Event description:
It was reported that the patient experienced st segment elevation and bigeminy. During a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure to treat atrial fibrillation using a faradrive sheath the patient experienced st segment elevation. The sheath was prepared with no noticeable issues and the versacross connect dilator was inserted into the sheath. The sheath was inserted into the patient over a j-tip guidewire into the right atrium (ra), and then the guidewire was exchanged for the versacross pigtail wire. The transspeptal puncture was performed and the sheath was advanced into the left atrium (la). The sheath was aspirated and connected to the flush line with the dilator still inserted, and when it was noticed that the dilator was still in the sheath it was removed, then aspiration and flush line connection were performed again. A large amount of air was not observed during aspiration. At that time, it was realized that heparin had not been administered to the patient yet. After heparin was administered a change was observed in the st segment. It was noted that the change in the st segment occurred once the patient went into bigeminy. Aspiration was performed and 60cc of blood was removed from the sheath. No air was observed during aspiration nor in the patient on intracardiac echocardiography (ice) or fluoroscopy when a check was made. A dose of nitroglycerin was administered to the patient and the st segment returned closer to baseline. The procedure was continued and completed successfully. After the procedure the patient fully recovered from the complications. The physician stated that air was likely in the flush line prior to connection to the faradrive sheath, but this was not confirmed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.